Event description:
It was reported that an ilet bionic pancreas displayed an ¿alert 65 ¿ audio over/under current,¿ which persisted after a device restart, and the device was deemed not suitable for continued insulin use pending replacement. Symptoms included no injury and no reported difficulties using the device aside from the alert. Outcomes included continued cgm use on a phone or receiver while awaiting the replacement and plans to return the device after data sync and shutdown. Investigation included a review of the alert history and user-reported function checks with power cycle guidance. Investigation of this case revealed a recurring audio subsystem over/under current condition with the screen remaining usable. It was concluded that the device experienced a malfunction related to the audio hardware, and a replacement was issued with instructions for data sync, shutdown, return, and re-setup of the new device.